Event description:
--

Manufacturer narrative:
Efforts to obtain additional details regarding the clinical observations were unsuccessful. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that a latitude red alert was received for this system due to low shocking impedance measurements. No adverse patient effects were reported.